Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin flow blocked alarm, battery lasts less than expected, button errors and sticky buttons. The customer reported no adverse event. The event involved product(s) mmt-394a, mmt-332a, mmt-1780kl. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-394a. No product return is required for mmt-332a. No product return is required for mmt-1780kl.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, and active current measurement. Pump error 63 (variable 3) during selftest due to pin 3 cracked trace. No unexpected battery/power related alerts/alarms or no delivery alarms noted. Successfully downloaded history files and traces using thump. The power management graph was not in spec. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Multiple unexpected low battery alerts were found in the history on 09/30/2024 09:15:00.000, 09/26/2024 16:32:00.000, and 09/23/2024 03:03:00.000. No stuck button alarms noted on or 2 days before the event date. The p-cap locks properly into the reservoir compartment. All buttons functioned properly, no moisture or physical damage to the keypad assembly noted. The pump was cut open and no moisture or physical damage was noted during visual inspection. The following were noted during visual inspection: minor scratched lcd window, damaged display window cover (scratched), cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, cracked case-corner of belt clip rails, stained serial number label and scratched case. No delivery alarms, and button error alarms, and intermittent buttons sticking were not confirmed. Pump error 63 was confirmed during testing due to open trace. Batteries lasting less than expected was confirmed, problem isolated to the electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.